Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, following microbes were detected from the sample collected from the subject device. [On (B)(6) 2021]: the instrument channel : klebsiella pneumonia, rhizobium radiobacter and pseudomonas aeruginosa (18cfu). The air/water channel : klebsiella pneumonia, pseudomonas aeruginosa and stenotrophomonas maltophilia (3cfu). [On (B)(6) 2021]: no microbe was detected from the sample collected from all channels of the subject device. (B)(4) checked the subject device and found following. The glue of the cover glass of the light guide lens and the objective lens were porous. The insertion tube was squeezed and kinked. There was the deposit on the air/water cylinder and the suction cylinder. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of three microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [On (B)(6) 2021]: bacilli gram negative (1cfu). [On (B)(6) 2021]: cocos gram+ cacho (4cfu). [On (B)(6) 2021]: bacilli gram negative (2cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The device had been reprocessed with an olympus automated endoscope reprocessor model mini-etd 2 / etd 3 (not available in the USA) using peracetic acid. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.